Manufacturer narrative:
(B)(4)

Event description:
It was reported "during inspection and labeling, we found two damaged and punctured packages inside the box". There was no patient involvement. Associated MDR numbers include: 9680794-2025-00580.

Manufacturer narrative:
(B)(4). The customer provided one image for analysis. The image shows two unopened cvc kits with tray damage circled on the left side of the lidstock. The customer also returned one unopened cvc kit for analysis. The seal along the outer edge of the lidstock was intact and uniform along the tray. Visual analysis revealed that the kit lidstock and tray contained a sterility breach in the form of one small hole on the lidstock. Microscopic examination confirmed the hole on the lidstock. Obvious damage was noted to the tray, but the components within the kit remained undamaged. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a sterility breach was confirmed through investigation of the returned sample. Visual analysis revealed one small hole on the product lidstock. Based on the customer report and the sample received, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "during inspection and labeling, we found two damaged and punctured packages inside the box". There was no patient involvement. Associated MDR numbers include: 9680794-2025-00580 and 9680794-2025-00581.